Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The march 2007 15-month autotome complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data points exceed the complaint alert limit. Please note associated medwatch report 6000048-2007-00172.

Event description:
It was reported to boston scientific corportation on april 17, 2007, that during an endoscopic retrograde cholangeopancreatography using an autotome (patient age and gender unk), the "cutting wire broke". The physician had "advanced the autotome over the wire through the scope to perform [a] sphinectomy; however, when the product reached the papilla and the electrosurgical current was generated, the cutting wire broke". The physician had used a previous autotome and encountered the same problem. The procedure was successfully completed with a third device. The patient's condition was reported as "stable".